Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation. The related mdrs #2937457-2014-00884, 8030665-2014-00446, and 1713747-2014-99971.

Event description:
Tubing - 01. A peritoneal dialysis patient's wife reported that on (B)(6) 2014 the patient was feeling nauseous and developed a fever; he was taken to the hospital and admitted with peritonitis. He was discharged on (B)(6) 2014.